Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. It was reported that the patient was hospitalized and was treated with ceftazidime (1gram per vial for 10 days, route was not reported) and cefazolin sodium (1 gram per vial for 10 days, route was not reported). At the time of this report, the cloudy drain remained ongoing. Action taken with pd therapy was not reported. No additional information could be provided as the reporter decline follow up.